Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stump of appendix on a laparoscopic procedure, the device was not able to fire and the stapler would not close. There was no reported patient injury or outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was partially applied with the interlock engaged. This prevented the instrument from firing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stump of appendix on a laparoscopic procedure, when the surgeon tried to close the device jaws for firing, the jaws would not close. The device was pulled out from the patient and replaced with a new one. There was no patient injury.